Manufacturer narrative:
(B)(4)

Event description:
Device 2 of 5: reference MFR report: 3008829311-2016-00063, reference MFR report: 3008829311-2016-00065, reference MFR report: 3008829311-2016-00066, reference MFR report: 3008829311-2016-00067. The patient had 2 leads from lot ab1189 and 1 from lot ab1416 as well as 2 extensions from lot ab0772 and one from ab1008 as part of his drg system. It was reported the patient ((B)(6)) was unable to feel stimulation or paresthesia. However, when the amplitude was increased for one lead, the patient experienced overstimulation at the ipg site. Diagnostics indicated no issue with impedance values. Surgical intervention was undertaken and the drg system was explanted. The physician elected to then perform a scs trial for the patient.

Event description:
Device 2 of 5. Reference MFR report: 3008829311-2016-00063, 3008829311-2016-00065, 3008829311-2016-00066, 3008829311-2016-00067.